Event description:
It was reported that during a new patient implant, high impedance was seen in the operating room. It was noted that the surgeon may have cut the lead however this was not clarified. The site is unwilling to provide any additional details in order to clarify the event that occurred and to confirm if the high impedance was pre-existing or if the lead was cut during surgery. The explanted devices were discarded after explant. No additional relevant information has been received to date.